Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm and it was stopped working. Customer reported that insulin pump also had replace battery and low battery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.